Event description:
Premature eri, due to chronic high outputs, was reported. At changeout, exposed conductor wire noted near connector pin. It did not appear to be due to damage from an instrument. No patient complications have been reported as a result of this event. Device returned with no information.

Event description:
Premature eri, due to chronic high outputs, was reported. At changeout, exposed conductor wire was noted near connector pin. It did not appear to be due to damage from an instrument, but the lead was also replaced at the time of ipg changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.evaluation summary: battery depletion normal. Other: premature eri, due to chronic high outputs, was reported. At changeout, exposed conductor wire was noted near connector pin. It did not appear to be due to damage from an instrument, but the lead was also replaced at the time of ipg changeout. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed; mechanical tests performed, visual examination: battery end of life - expected, device evaluated and alleged failure could not be duplicated output, high; premature eri (elective replacement indicator).